Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing cyst was irritated under the lifevest equipment. Patient described the area as an oozing cyst under the vibration box. There was no alleged device malfunction contributing to wound. The patient¿s physician prescribed an ointment for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable